Event description:
Reported received states "leaking elastomere during use. During the night there was a sound like a "bang". Immediate control showed no abnormality. In the morning the elastomere was empty and liquid in the housing." Device contained 48ml of 5fu. Reporter states no patient injury resulted.